Manufacturer narrative:
Investigation summary: it was reported that a male patient underwent an ablation procedure of the right ventricle outflow tract (rvot) with a thermocool® smart touch¿ electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, while using the replacement thermocool® smart touch¿ electrophysiology catheter (lot#: 30059558m), the patient¿s blood pressure drooped. Cardiac tamponade was confirmed by echo. Pericardiocentesis was performed to remove 400cc of fluid from the pericardium. The patient was reported to be in stable condition after pericardial drainage. Extended hospitalization was required for observation purposes. Patient¿s outcome is fully recovered with no residual effects. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 30059558m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: 1. Biosense webster, inc. Product - thermocool® smart touch¿ electrophysiology catheter; catalog #:d133601; lot #: 30051502m. 2. Biosense webster, inc. Product - carto® 3 system; catalog #:unknown; serial#: unknown. Manufacturer's reference # (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure of the right ventricle outflow tract (rvot) with a thermocool® smart touch¿ electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, the thermocool® smart touch¿ electrophysiology catheter (lot #: 30051502m) stopped fully deflecting towards the curve. The catheter was replaced, and the issue resolved. During the procedure, while using the replacement thermocool® smart touch¿ electrophysiology catheter (lot#: 30059558m), the patient¿s blood pressure drooped. Cardiac tamponade was confirmed by echo. Pericardiocentesis was performed to remove 400cc of fluid from the pericardium. The patient was reported to be in stable condition after pericardial drainage. Extended hospitalization was required for observation purposes. Patient¿s outcome is fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related as the rvot is a very thin structure. Physician is not sure on if the event occurred during mapping or ablation phase. There were no biosense webster, inc. Product issues reported during the case. Transseptal puncture was not performed. The generator was used in power control mode with standard smart touch catheter settings. The power did not titrate during the ablation. The overall time for ablation was 1 minute 58 seconds. The last ablation cycle time was 11 seconds. The catheter irrigation was set within recommended smart touch catheter settings. The patient did not receive anticoagulant during the procedure. Thermocool® smart touch¿ electrophysiology catheter was not in close proximity to another catheter and it was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. The carto 3 system did not indicate to re-zero the catheter. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. The deflection issue was assessed as not reportable. Since the catheter is unable to deflect completely, the user will not be able to use the device and will have to replace it. The potential risk that it could cause or contribute to a death or serious deterioration in state of health was remote.